Manufacturer narrative:
(B)(4).

Event description:
Additional information reported ¿the patient was not able to use and even recharge the ins due to increased pain when she had a lupus crisis.¿ as a result, the patient ¿put the stimulation off during the crisis and did not even recharge it because the patient stated that, recharging the battery increased her pain.¿ the patient¿s lupus crisis was noted to have been ¿worsening¿ at the time of the event. The patient¿s outcome was ¿unknown¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed with lupus erythematosus in 2011 and since 2012 when the patient had a lupus crisis, the stimulation and even recharging increased her crisis. The patient also had gained sixty pounds since 2012. The patient turned stimulation off and did not recharge for the time of a crisis, between 3 and 6 months. The implantable neurostimulator (ins) battery became overdischarged; this was the first overdischarge. It was noted that the patient had less than 50% therapy relief in both legs. Two physician recharge modes were performed to successfully reset the device and communication with the ins was possible, but communication for recharging was poor and the battery depleted a lot faster (in 5-6 days). The nurse was not sure if the patient was ever able to recharge the battery adequately. Impedance testing and reprogramming was performed. The ins was explanted and replaced. The product issue was resolved, but the cause of the product issue was not determined. The patient was noted to be alive with no injury at the time of the report. No further outcome was reported regarding this event. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.